Event description:
A permanent lead was implanted for a stimulation trial. High out-of-range impedances were noted in both the 0-3 and 4-7 channels of the snap lid connector. The hcp decided to connect the lead to the 4-7 channel. The next day the snap lid connector (model 3550-31) was replaced with connector model 3555-31. The high impedances persisted. The programmer displayed an error message with the call your doctor icon. However, all the electrodes worked. The external neurostimulator was replaced. Afterward impedances were fine. The pt programmer worked fine. There was no pt injury associated with the events. Additional info has been requested. A f/u report will be submitted if additional info becomes available.

Manufacturer narrative:
(B)(4).